Event description:
Philips respironics recall of CPAP machines provided an option of returning the defective machine for a one time payment of (B)(6). They received my CPAP on oct 13, 2022 and I still have not received any payment. I called their hotline today (B)(6) 2022 and they would not provide any information of whether they received my old machine and when I could expect payment. They would also not let me speak to a supervisor. FDA safety report ID# (B)(4).